Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ultratome xl device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when making the duct of wirsung cut, "the guide or wire got broken" and the cannulation could not be performed. The procedure was completed with another ultratome xl device. The reported event of "the guide or wire got broken" is unclear and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The event most likely suggests that the cutting wire broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.